Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015. On-site investigation was performed by our field service engineer. During on-site visit the technician check the device and no deviation was found. The device passed all performance tests and could be returned to clinical use. No parts were replaced. No failures were reported. Review of the provided device's logs confirms occurrence of the reported issue (before date of event). Alarm such as high respiratory rate indicates a leakage in the patient circuit. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. The conclusion is that the reported alarms occurred due to leakage but there was no technical malfunction of the ventilator. The root cause of the reported alarms has not been determined. As it remains unknown what was the source of the alarms activation.

Event description:
It was reported that the ventilator's respiratory rate was higher than set. There was no patient harm. Manufacturer's ref. #: (B)(4).